Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The pump was unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No crack on lcd window noted during visual inspection. The pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned crack on the case display. The product was returned for analysis.